Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to implant a scs system on (B)(6) 2017, after placing the lead, neuromonitoring readings became absent. The physician removed the lead, however the issue persisted and the procedure was abandoned. Postoperatively, the patient was asymptomatic. The patient had a scs system implanted on (B)(6) 2017 with no issues reported.